Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ bc shielded IV catheter was found "cracked around the bc valve and blood leaked from there". There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: device/batch history record review: MDR: review was not conducted as a lot number was not provided for this incident. Visual analysis observations and testing: received one used 20 g bd insyte autoguard IV catheter blood control unit without packaging. The unit consisted of the catheter/adapter assembly. There were minimal traces of dried media present on the unit. Photos were provided for observation of this incident; which revealed similar findings to that of the returned unit. Visual/microscopic evaluation: there was a kink in the catheter tubing in the area slightly below the nose of the adapter; there were no other damages to the catheter tubing (i.e. Crimps, holes, splits, or wrinkles) observed. The actuator and septum were in the correct position with no visible anomalies or damage. There was very minimal damage at the outer thread or the adapter and no damage to the inner rim/inside of the adapter (luer) (i.e. Crack, grooves, mis-molds, etc.). Water/air leak test was conducted: attached the iso standard testing slip luer to the catheter/adapter and performed the leak test. During the leak testing, an assessment of connection compatibility of the returned unit was conducted; the connection revealed a secure connection between the iso standard slip luer to the adapter female luer (catheter/adapter). The connection was successful and secure; meeting no resistance. Leakage occurred from within the nose of the adapter. Dissected the unit for further evaluation of the tubing within the nose of the adapter: observed the characteristics of damage (tear/hole) present on the tubing within the nose of the adapter in the area above the wedge was evidence that the failure was a result of the misalignment of the flare station at zone 1 of the process. Analysis of peura and/or fmea conducted by qe: the peura (end user risk analysis) rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Investigation conclusion: root cause relationship of device to the reported incident: manufacturing - the damage observed and the leakage confirmed in this incident was physical evidence to confirm and support manufacturing process related issues. Comment: the root cause determined for this defect is the misalignment of the flare station. When the flare station isn't properly aligned, the flare blocks can pull the tube down onto the swage pin causing wrinkled tubing and/or a hole in the tubing above the wedge.

Event description:
It was reported that during use a bd insyte¿ autoguard¿ bc shielded IV catheter was found "cracked around the bc valve and blood leaked from there." There was no report of exposure, injury or medical intervention needed.it was reported that during use a bd insyte¿ autoguard¿ bc shielded IV catheter was found "cracked around the bc valve and blood leaked from there." There was no report of exposure, injury or medical intervention needed.